Event description:
During the procedure, it was reported the pushwire got stuck in the instant detacher after the implant coil was released in the intended location inside the patient. A new instant detacher was used for the rest of the procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the proximal end stuck inside the instant detacher. The evaluation could not determine the cause of the event.(B)(4).